Event description:
Bone cement was still adhering to the surgeon's gloves but not to the patient's patella. The rep doubly confirmed there are no allegations against the setting time of the cement. Surgery was completed successfully with a delay of less than 15 minutes (tourniquet was used in the case).